Manufacturer narrative:
This is the same event as 3010536692-2015-01756.

Event description:
Allegedly, patient was revsied due to mom complcations: groin pain; hip pain; metallosis; impingement; loose acetabular component-left.